Manufacturer narrative:
On (B)(6) 2021 additional information received, indicated that the device was discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020 additional information received indicated that the patient ethnicity is caucasian, and patient age at the time of event was 47 years old. Patient underwent bilateral replacements with mentor silicone implants. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who underwent primary breast augmentation with a mentor memorygel 375cc on the left side and 400cc on the right side, silicone prosthesis experienced bilateral rupture post procedure. A physical consultation was performed by a physician and rupture was diagnosed. The ultrasound and mammogram examinations confirmed the rupture. As a result, an explant was scheduled on (B)(6) 2020. This report relates to the right prosthesis.